Event description:
Rn states surgeon placed brush down unknown model bronchoscope into upper left anterior lobe for speciment collection. Surgeon expelled the wax plug from sheath and also noted the distal tip of brush had expelled from catheter and was in the patient air way. Surgeon indicated that the brush tip could not be retrieved from pt.